Event description:
A remstar pro c-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and a blower foam degradation. Additionally, the service technician also noted dust fail contamination. There is also a presence of error codes e063 (err_stuck_knob_key), e102 (err_thermistor_high), e055 (err_therapy_queue_full), e062 (err_stuck_ramp_key) were found on the device logs. The device was scrapped by the service center after the evaluation completed.